Event description:
Per the clinic the device was electively explanted on (B)(6) 2024, due to natural progression of hearing loss resulting in loss of benefit. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the initial MDR submitted on september 11, 2024 was filed inadvertently. The explantation is not considered reportable. A "natural" progression of the hearing loss that results in the osia device no longer meeting the recipient's hearing requirement is considered as a technology upgrade and therefore not reportable. The newly reimplanted cochlear device is considered as an initial implantation.